Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having lung issue, underwent chest xray and found spot on lung. The patient also alleged difficulty breathing/short of breath. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having lung issue, underwant chest xray and found spot on lung. The patient also alleged difficulty breathing/short of breath and device has a strange odor. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, observed an unknown dust contaminant on the top enclosure, front panel, rear panel, o-ring of the rear panel, in the iso port of the rear panel, bottom enclosure, blower, blower seal, and blower box. Evidence of liquid ingress was observed to the blower and blower box. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. Sections d8, d9, h2, h3, and h6 were updated.